Event description:
It was reported that in (B)(6) 2011 the patient was hospitalized with blood glucose levels over 1171mg/dl. The patient was reportedly hospitalized for 5-6 days in the ICU on an insulin drip. The patient's blood glucose levels came down to the target level prior to discharge. The patient indicated that following the hospitalization the pump "would run okay for a little while, and then would get a motor message of some kind." The patient reviewed the pump alarm history and reported a message saying "motor malfunction" with no accompanying code. The patient believes there is something wrong with the pump. This report is being made based on the allegation of hospitalization due to elevated blood glucose levels.

Manufacturer narrative:
The pump alarm history should display a code for the alarm listed. There are no call service alarms titled 'motor malfunction' in the functionality of the pump. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. There was no data in the black box or download histories from the time of the reported hospitalization in (B)(6) 2011 due to continued patient use. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the keypad was found to be torn over the up arrow and down arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. All of the keypad buttons were found to respond to button presses. The keypad was removed and no damage was found to the key contacts.